Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse on (B)(6) 2005 and mesh was implanted. On (B)(6) 2007 and (B)(6) 2008 surgisis biodesign tissue grafts were implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse, rectocele, and enterocele. The patient experienced pain, extrusion, bleeding, infection, urinary problems, dyspareunia, neuromuscular problems, and vaginal scarring. (B)(4).